Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The company representative reported via email that the customer experienced high and low blood glucose levels. The customer reported that on (B)(6) 2014, her blood glucose rose to over 300 mg/dl. She reported that the sensor did not penetrate her skin. She said every third or fourth sensor would malfunction. On (B)(6) 2014 she had blood glucose over 300 mg/dl and that a sensor fell out of her body due to the summer heat. On (B)(6) 2014, she had blood glucose over 400 mg/dl and another sensor fell off. On (B)(6) 2014, the customer's blood glucose dropped to 18 mg/dl due to an unknown cause. She complained of feeling incoherent and was treated with food/juice. She declined to troubleshoot the insulin pump for the low blood glucose event, stating that the insulin pump worked great. She declined troubleshooting for the reported sensor issues. The customer was advised to consult her trainer for any needed assistance.